Manufacturer narrative:
(B)(4). Additional cartridge lot information: lot#: : d18129, mfg date: 05/09/2018, expiration date: 01/06/2019. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridges (lot# d18176a and d18129) that yielded suspected discrepant lactate results on an (B)(6) female auto trauma patient. There was no additional patient information available at the time of this report. Return product is available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Both I-stat lots are consistent with each other and there was no repeat on the lab instrument. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/27/2018. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lots.